Manufacturer narrative:
The solex 7 catheter associated with this complaint was not returned for evaluation. A follow-up report will be submitted when the product is returned and the investigation has been completed. Event was serious because required intervention to remove the catheter. Event causal related to zoll device due to the fact that balloon and catheter were separated, so surgery was needed. Device malfunction when balloon and catheter are separated could potentially occur and therefore an anticipated event with usage of any catheter. The event's relationship to the device is casual and not related to the procedure.

Event description:
During the solex 7 catheter (lot# 157518) removal, 7 days after the catheter placement, the user felt a snap and noticed the balloon of the catheter had separated from the shaft of the catheter. The catheter removal was posed and the catheter was sutured in place. The patient was transferred to interventional radiology for removal of the catheter under fluoroscopy. The complete catheter removal was confirmed by the imaging. No consequences or impact to the patient. Per hospital risk management, no injury to the patient was noted, not deemed a patient safety issue. For the above-reported event, zoll received medsun report (B)(4) on july 06, 2022.

Manufacturer narrative:
The solex 7 catheter associated with this complaint will not be returned for evaluation. Since the device was not returned, a physical investigation of the zoll catheter could not be performed and a root cause could not be determined. Zoll's instruction for use (IFU) warns the user to disconnect the start-up kit from the catheter. Uncap or leave uncapped the saline in and outflow luers of the catheter. This will allow residual saline within the circuit to be expressed. As the catheter is withdrawn, the balloons are compressed. Saline within the balloons must be free to pass out of the balloon or the balloon will not deflate making the catheter difficult to remove. Attach a 20 cc syringe to the catheter in luer. Pull and hold a vacuum for 15 seconds to allow residual saline to be removed from the catheter balloon section prior to starting to remove the catheter. If desired, close off the catheter out luer to create negative pressure for a secondary deflation of the balloon. The zoll clinical feld specialist provided pictures of the catheter, indicating the catheter was cut in multiple locations. Event was serious because required intervention to remove the catheter. Event causal related to zoll device due to the fact that balloon and catheter were separated, so surgery was needed. Device malfunction when balloon and catheter are separated could potentially occur and therefore an anticipated event with usage of any catheter. The event's relationship to the device is casual and not related to the procedure.